Manufacturer narrative:
The pdm was found to have a nonfunctioning bg meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by the patient's mother that something was wrong with the pdm. Every time they turn on the pdm they get a meter error 4 on the screen and yesterday the patient had high blood sugars they were at 498 mg/dl.